Manufacturer narrative:
(B)(4).

Event description:
It was further reported the leak was noticed during power pulse on a portion of the catheter that was not inside the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the use of an angiojet® solent¿ omni thrombectomy catheter, the device was noted to have presented a leak inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Update: device avail. For eval; returned to MFR. On; device returned to MFR; device evaluated by MFR.; device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy system and with an unknown guidewire inside. The pump and supply line were microscopically examined and it was observed that the outer shaft had a small flat mark in the tubing in the boot that is located on the pump. Further observation showed that there was a break in the hypotube in the catheter 29cm from the tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported the leak was noticed during power pulse on a portion of the catheter that was not inside the patient.